Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. The alleged out of range issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence with multiple cartridges. In addition, it was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer had a back up pump for continued insulin therapy.